Event description:
It was reported that unit displayed an e-1 error message. It was further reported that the unit was a refurbished unit shipped to the account. Further, it was claimed that the light bulb was not new when the unit was received.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.